Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4). The customer's meter results were 6.5 inr, 4.4 inr, and 7.5 inr. The results were stated as being performed together and within a few minutes. The meter results of 6.5 inr and 4.4 inr were obtained from the same finger. It was unknown if the erroneous results were provided to either the patient or the medical personal treating the patient. There was no allegation of an adverse event. The patient's therapeutic range is 3.0 - 3.5 inr. Retention test strips (304971) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specifications. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. As the customer used the same finger for both tests, this is a potential cause for the issue. Product labeling states that the use of the same finger can cause inaccurate results.